Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range and no instrument errors occurred at the time of the event. The sample was collected in a 2.7 sodium citrate tube, and the tube setting in the software was set correctly. The customer centrifuged the sample at 5000 rpm for 5 minutes. However, this is not consistent with the innovance heparin instructions for use (IFU), which states that the sample should be spun for 15 minutes at 1500 or 2500 rpm. The quick braking of high speed centrifugation may cause platelets, red cells, and other cellular debris to re-suspend into the plasma portion of the sample. Inadequate mixing and collection, centrifugation or other mishandling of the sample cannot be excluded as contributing factors to the event. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low heparin result was obtained on a patient sample on a sysmex cs-2500 system using innovance heparin reagent. The discordant result was reported to the physician(s) and was questioned as the patient was dosed with heparin prior to obtaining the low result. A new sample from the same patient was repeated for heparin using the same system and reagent, recovering higher. This result was reported, as the correct result, to the physician(s). The initial sample was also repeated for heparin a second time for investigational use only as the sample was past the stability time of 4 hours, still recovering falsely low. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low heparin results.